Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no additional repairs were performed. A history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gave wrong amount of medicine as it emptied a 100 ml cassette on one use. The cassette should have had 63.9 ml left out of 100 ml after one use. Per reporter, the event occurred while in use with patient. No patient harm/adverse event was reported. The pump was taken out of use.

Manufacturer narrative:
Primary di number is unknown. FDA premarket submission number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.